Event description:
It was reported that during an abdominal hysterectomy the product does not seal the tissue and that, instead of sealing, it causes tissue burns, leading to complications during the procedure. The patient needed to undergo surgery again.

Manufacturer narrative:
(B)(4). Date sent: 1/23/2026. D4 batch #: unknown. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: what is meant by ¿product does not seal the tissue¿? What is meant by ¿tissue burns¿? Please provide any details on the anatomical locations of the burns can details be provided on what were the complications in the procedure? How were the complications managed? Can additional details be provided about the 2nd surgical product the patient needed? How many surgical procedures did the surgeon experience this issue with? An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 3/27/2026. Additional information was requested and the following was obtained: what is meant by ¿product does not seal the tissue¿? The enseal did not seal the tissue but burned and the tissue bled and change the color of the tissue to black what is meant by ¿tissue burns¿? Look the previous answer please provide any details on the anatomical locations of the burns: uterus can details be provided on what were the complications in the procedure? Only one patient had bleeding post-op how were the complications managed? The patient should have another procedure to get hemostasis. Can additional details be provided about the 2nd surgical product the patient needed? Surgical thread. How many surgical procedures did the surgeon experience this issue with? 3. Corrected data: h6 health effect - clinical code, medical device problem code. H10 related reports: 3005075853-2026-00696 and 3005075853-2026-00924.